Event description:
It was reported that after injecting growth hormones, the bd micro-fine¿ pen needle broke off in the patient's skin and couldn't be found. The patient "had a stomachache, and needle hole was red". It was reported that an "ultrasonic b and CT" were performed at the peking university third hospital. It was also reported that the needle was eventually removed via surgery.

Manufacturer narrative:
Investigation summary: actual sample was returned for evaluation. DHR or lot 7338269 shows products were produced in mar 2018. The review found no abnormalities. Inspected 7pcs retention parts angle, and results passed. The 2 pieces of returned samples were investigated. One sample cannula was broken, and found the cannula in adhesive was slightly bent and the adhesive was cracked. This would be caused by external force. Based on the investigation no root cause could be determined

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after injecting growth hormones, the bd micro-fine¿ pen needle broke off in the patient's skin and couldn't be found. The patient "had a stomach ache, and needle hole was red". It was reported that an "ultrasonic b and CT" were performed at the (B)(6) hospital. It was also reported that the needle was eventually removed via surgery.